Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. The lead was programmed off on an unknown date. On (B)(6) 2015, x-ray imaging found the lead to be dislodged. The lead was revised. The patient was doing well post procedure.

Manufacturer narrative:
This follow up MDR is being submitted to include the date of the loss of capture which was omitted from the initial MDR.

Event description:
It was reported that a loss of capture was observed on the left ventricular lead on (B)(6) 2015. No patient symptoms were reported. The lead was programmed off on an unknown date. On (B)(6) 2015, x-ray imaging found the lead to be dislodged. The lead was revised. The patient was doing well post procedure.